Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the leadless implantable pulse generator (ipg) exhibited premature battery depletion due to increase in threshold. The threshold increased gradually after implantation then sharply changed. It was also reported the patient¿s myocardial condition was presumably poor due to the increased threshold. The patient will be followed up by continuing routine device check. The leadless ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the leadless implantable pulse generator (ipg) exhibited premature battery depletion due to increase in threshold. The threshold increased gradually after implantation then sharply changed. It was also reported the patient¿s myocardial condition was presumably poor due to the increased threshold. The patient will be followed up by continuing routine device check. Additional information received indicated that due to the device threshold issues, the longevity of the device was considered to be approximately three years. The leadless ipg remained in use. Subsequently, approximately eighteen months later an additional implantation of another product/device was performed. No patient complications have been reported as a result of this event.